Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported patient injury or complications. A search of the complaint files did not find any other complaints associated to the device lot number involved in this event. The device was returned for examination. The examination showed the 6f device was not used as per the IFU as it was returned with a 7f sheath attached. The examination also identified an internal broken plastic component. As the device was used off-label, the exact cause of the broken part could not be conclusively determined. No corrective or preventative actions are required at this time. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum ltd. Investigation conclusions code 4247 was selected as there's no appropriate code for "off-label use".

Event description:
It was reported that physician attempted to close an arterial puncture with a celt acd vascular closure device of unknown size. When the physician attempted to eject the implant, it was noted that the ejection function did not work properly, and the implant remained connected to the device (and thus still in the patient). The physician decided to pull the implant out while still connected to the delivery system as one unit. He then held manual compression to achieve haemostasis. There were no complications.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint's files didn't find any other complaints associated to lot number involved on this event. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the initial report being submitted by vasorum ltd.

Event description:
It was reported that physician attempted to close an arterial puncture with a celt acd vascular closure device of unknown size. When the physician attempted to eject the implant, it was noted that the ejection function did not work properly, and the implant remained connected to the device (and thus still in the patient). The physician decided to pull the implant out while still connected to the delivery system as one unit. He then held manual compression to achieve haemostasis. There were no complications.